Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows the jaws of a device with a loaded green reload inside the body cavity and staples can be seen on the reload platform protruding from the left side reload pockets. The second and third photos show a green reload that appears that was fully fired in the right side and partially fired with some remaining staples on the left side. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information received: competitor buttress was used for all firings of the gastrectomy. The hole was sutured with x2 v-loc sutures. The gastrectomy was completed superior to the v-loc sutures with three gst60g reloads. Drain placed intra-op as a precaution. No leak test was performed intra-op. Female patient, initials ER. The patient was discharged according to routine over the weekend. Suturing the hole and opening an additional stapler added another 30 minutes to the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a primary sleeve gastrectomy, 4th firing on the staple line with a gst60g reload, the reload misfired. Three rows of staples were deployed to the remnant stomach, and the inner three rows of staples did not deploy into the stomach. A hole in the stomach was noted where staples did not deploy, but the knife cut the tissue. The surgeon placed sutures to close the hole. The surgeon uses pre-compression on all firings plus slow pulse firing with a pause between each pulse. The procedure was delayed by 10-minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2022. D4: batch #651a39. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 651a39, and no non-conformances were identified.